Event description:
The patient was at home and left unattended for about 20 to 30 minutes. Upon next time checking the patient they found patient was having a seizure. There were no alarms on the ventilator.